Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. D4: batch # unk. Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photos, the following was observed: the photos show a blue reload loaded and some staple leg can be seen on the proximal end. This condition is due to an incomplete fired. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch #: unk. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No consequences according to or lead could you please clarify if was any change in the post-operative care of the patient as a result of the event? No changes. Did the device lock-out (no staples deployed and no cut line started)? Locked out after a few staples, as mentioned before ¿ the customer could not state if there had been formed staples while putting the stapler in the abdomen. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unknown. Or, did the device fully fire and stop during the automatic knife return? No answer. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? No answer. If yes, did the jaws eventually open? No answer.

Event description:
It was reported that during an appendectomy, the device did not fire. The device jammed after several staples. Staples inside stapler are not formed properly.